Event description:
The patient's internal device reportedly migrated, resulting in pain and loss of lock. Programming adjustments resolved the loss of lock. The implant site reportedly appeared swollen. The patient was prescribed a course of steroids. Revision surgery is under consideration.